Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was noticed that her right essure coil had migrated out of the right fallopian tube on hysterosalpingogram. She also experienced excessive bleeding (seen as genital haemorrhage). Plaintiff underwent a total hysterectomy to remove the coils. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. It was reported that excessive bleeding started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between this event and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, device dislocation was diagnosed during hsg test. Considering the information received and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious event were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated out of the right fallopian tube/migration of essure device location of device: unknown/ expulsion of essure device"), pelvic pain ("severe pelvic pain/pain,"), tooth disorder ("dental problems"), staphylococcal sepsis ("sepsis, mrsa post hysterectomy"), post procedural sepsis ("sepsis, mrsa post hysterectomy"), genital haemorrhage ("excessive bleeding") and gastrooesophageal reflux disease ("acid reflux/gastrooesophageal reflux disease") in a 43-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no essure device on the right, and retropubic urethropexy and indicated procedures,the right side no device in the lumen. Concurrent conditions included human papilloma virus antibody positive, stress urinary incontinence, urethral hypermobility, anxiety and gastrooesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On (B)(6) 2016, the patient experienced staphylococcal sepsis (seriousness criterion medically significant), post procedural sepsis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) and post procedural haematoma ("hematoma (onset and diagnosis after hysterectomy)"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type: hair loss"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), migraine ("migraines / headaches,"), nausea ("nausea"), post-traumatic stress disorder ("ptsd") with insomnia, weight increased ("weight gain / loss specify which one: weight gain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cervicitis ("infection (other) describe: cervical"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (x-rays and extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, tooth disorder, staphylococcal sepsis, post procedural sepsis, genital haemorrhage, gastrooesophageal reflux disease, menstrual disorder, back pain, dyspareunia, headache, fatigue, alopecia, pruritus allergic, bladder disorder, urinary tract disorder, migraine, nausea, depression, post-traumatic stress disorder, weight increased, post procedural haematoma, palpitations, urinary tract infection and cervicitis outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, back pain, bladder disorder, cervicitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic pain, post procedural haematoma, post procedural sepsis, post-traumatic stress disorder, pruritus allergic, staphylococcal sepsis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On 17-sep-2015 17sep2015 - unilateral occlusion (left tube occluded), migration of essure device, expulsion of essure device ¿ plaintiff was told to contact my doctor and do not have unprotected sex. The essure device was not in my right fallopian tube by (healthcare provider) on 17sep2015 (per pfs) 17sep2015 ¿ hysterosalpingogram - successful left tubal occlusion with essure device. The right essure device has fallen out of the patient's fallopian tube and the right fallopian tube is patent. Culture results- nares growth of methicillin- resistant staphylococcus aureus. The growth represents colonization not infection therefore sensitivities will not be performed. Pathology report final diagnosis: right fallopian tube: no pathologic diagnosis. Left fallopian tube: implanted hardware present. Gross description: the proximal end of the bilateral fallopian tubes are present. The left fallopian tube essure device in the lumen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, palpitations, menorrhagia, genital haemorrhage, dysmenorrhoea, post procedural haematoma, depression, post traumatic stress disorder, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated out of the right fallopian tube/migration of essure device location of device: unknown/ expulsion of essure device"), pelvic pain ("severe pelvic pain/pain,"), tooth disorder ("dental problems"), staphylococcal sepsis ("sepsis, mrsa post hysterectomy"), post procedural sepsis ("sepsis, mrsa post hysterectomy"), genital haemorrhage ("excessive bleeding") and gastrooesophageal reflux disease ("acid reflux/gastrooesophageal reflux disease") in a 43-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no essure device on the right, and retropubic urethropexy and indicated procedures,the right side no device in the lumen. Concurrent conditions included human papilloma virus antibody positive, stress urinary incontinence, urethral hypermobility, anxiety and gastrooesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On (B)(6) 2016, the patient experienced staphylococcal sepsis (seriousness criterion medically significant), post procedural sepsis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) and post procedural haematoma ("hematoma (onset and diagnosis after hysterectomy)"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type: hair loss"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), migraine ("migraines / headaches,"), nausea ("nausea"), post-traumatic stress disorder ("ptsd") with insomnia, weight increased ("weight gain / loss specify which one: weight gain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cervicitis ("infection (other) describe: cervical") and pelvic discomfort ("discomfort "). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (x-rays and extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, tooth disorder, staphylococcal sepsis, post procedural sepsis, genital haemorrhage, gastrooesophageal reflux disease, menstrual disorder, back pain, dyspareunia, headache, fatigue, alopecia, pruritus allergic, bladder disorder, urinary tract disorder, migraine, nausea, depression, post-traumatic stress disorder, weight increased, post procedural haematoma, palpitations, urinary tract infection, cervicitis and pelvic discomfort outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, back pain, bladder disorder, cervicitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic discomfort, pelvic pain, post procedural haematoma, post procedural sepsis, post-traumatic stress disorder, pruritus allergic, staphylococcal sepsis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude fallopian tube discrepancy noted in insertion date - (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2015 - unilateral occlusion (left tube occluded), migration of essure device, expulsion of essure device ¿ plaintiff was told to contact my doctor and do not have unprotected sex. The essure device was not in my right fallopian tube by (healthcare provider) on (B)(6) 2015 (per pfs). (B)(6) 2015 ¿ hysterosalpingogram - successful left tubal occlusion with essure device. The right essure device has fallen out of the patient's fallopian tube and the right fallopian tube is patent. Culture results- nares. Growth of methicillin- resistant staphylococcus aureus. The growth represents colonization not infection therefore sensitivities will not be performed. Pathology report: final diagnosis: right fallopian tube: no pathologic diagnosis. Left fallopian tube: implanted hardware present. Gross description: the proximal end of the bilateral fallopian tubes are present. The left fallopian tube essure device in the lumen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, palpitations, menorrhagia, genital haemorrhage, dysmenorrhoea, post procedural haematoma, depression, post traumatic stress disorder, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received- new event discomfort were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. After the procedure, she experienced severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, and fatigue which she reported to her healthcare provider. On (B)(6) 2015 plaintiff had an hsg test that confirmed the right essure coil had migrated out of the right fallopian tube. On (B)(6) 2016 she underwent a total hysterectomy to remove the coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping to her pelvis, excruciating pains and heavy bleedings, clotting. She was forced to undergo a surgery to remove the essure coils but only one of the this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was noticed that her right essure coil had migrated out of the right fallopian tube on hysterosalpingogram. She also experienced excessive bleeding (seen as genital haemorrhage). Plaintiff underwent a total hysterectomy to remove the coils. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. It was reported that excessive bleeding started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between this event and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, device dislocation was diagnosed during hsg test. Considering the information received and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious event were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), staphylococcal sepsis ("sepsis, mrsa post hysterectomy"), post procedural sepsis ("sepsis, mrsa post hysterectomy") and genital haemorrhage ("excessive bleeding") in a 43-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no essure device on the right, and retropubic urethropexy and indicated procedures,the right side no device in the lumen. Concurrent conditions included human papilloma virus antibody positive, stress urinary incontinence, urethral hypermobility, anxiety and gastrooesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("right essure coil had migrated out of the right fallopian tube/migration of essure device location of device: unknown/ expulsion of essure device"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On (B)(6) 2016, the patient experienced staphylococcal sepsis (seriousness criterion medically significant), post procedural sepsis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced post procedural haematoma ("hematoma (onset and diagnosis after hysterectomy)"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type: hair loss"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), migraine ("migraines / headaches,"), nausea ("nausea"), post-traumatic stress disorder ("ptsd") with insomnia, weight increased ("weight gain / loss specify which one: weight gain,"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cervicitis ("infection (other) describe: cervical"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, staphylococcal sepsis, post procedural sepsis, genital haemorrhage, device expulsion, menstrual disorder, back pain, dyspareunia, headache, fatigue, alopecia, pruritus allergic, bladder disorder, urinary tract disorder, migraine, nausea, depression, post-traumatic stress disorder, weight increased, post procedural haematoma, palpitations, tooth disorder, urinary tract infection and cervicitis outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, back pain, bladder disorder, cervicitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic pain, post procedural haematoma, post procedural sepsis, post-traumatic stress disorder, pruritus allergic, staphylococcal sepsis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2015: unilateral occlusion (left tube occluded), migration of essure device, expulsion of essure device ¿ plaintiff was told to contact my doctor and do not have unprotected sex. The essure device was not in my right fallopian tube by (healthcare provider) on (B)(6) 2015 (per pfs) (B)(6) 2015: hysterosalpingogram - successful left tubal occlusion with essure device. The right essure device has fallen out of the patient's fallopian tube and the right fallopian tube is patent. Culture results- nares: growth of methicillin- resistant staphylococcus aureus. The growth represents colonization not infection therefore sensitivities will not be performed. Pathology report: final diagnosis: right fallopian tube: no pathologic diagnosis. Left fallopian tube: implanted hardware present. Gross description: the proximal end of the bilateral fallopian tubes are present. The left fallopian tube essure device in the lumen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, palpitations, menorrhagia, genital haemorrhage, dysmenorrhoea, post procedural haematoma, depression, post traumatic stress disorder, device expulsion. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: case medically confirmed, new reporters added, patient information updated, essure start date updated, lot number provided. New events "sepsis, mrsa post hysterectomy, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hair loss, itching, bladder or urinary problems or changes, migraines / headaches, nausea, depression, ptsd, weight gain, hematoma, palpitations, dental problems, infection type: urinary tract, infection: cervical" added. Previous event device dislocation amended to device expulsion. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated out of the right fallopian tube/migration of essure device location of device: unknown/ expulsion of essure device"), pelvic pain ("severe pelvic pain/pain,"), tooth disorder ("dental problems"), staphylococcal sepsis ("sepsis, mrsa post hysterectomy"), post procedural sepsis ("sepsis, mrsa post hysterectomy"), genital haemorrhage ("excessive bleeding") and gastrooesophageal reflux disease ("acid reflux/gastrooesophageal reflux disease") in a 43-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no essure device on the right, and retropubic urethropexy and indicated procedures,the right side no device in the lumen. Concurrent conditions included human papilloma virus antibody positive, stress urinary incontinence, urethral hypermobility, anxiety and gastrooesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On (B)(6) 2016, the patient experienced staphylococcal sepsis (seriousness criterion medically significant), post procedural sepsis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant) and post procedural haematoma ("hematoma (onset and diagnosis after hysterectomy)"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type: hair loss"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), migraine ("migraines / headaches,"), nausea ("nausea"), post-traumatic stress disorder ("ptsd") with insomnia, weight increased ("weight gain / loss specify which one: weight gain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and cervicitis ("infection (other) describe: cervical"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (x-rays and extraction). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, tooth disorder, staphylococcal sepsis, post procedural sepsis, genital haemorrhage, gastrooesophageal reflux disease, menstrual disorder, back pain, dyspareunia, headache, fatigue, alopecia, pruritus allergic, bladder disorder, urinary tract disorder, migraine, nausea, depression, post-traumatic stress disorder, weight increased, post procedural haematoma, palpitations, urinary tract infection and cervicitis outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, back pain, bladder disorder, cervicitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, palpitations, pelvic pain, post procedural haematoma, post procedural sepsis, post-traumatic stress disorder, pruritus allergic, staphylococcal sepsis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2015 - unilateral occlusion (left tube occluded), migration of essure device, expulsion of essure device ¿ plaintiff was told to contact my doctor and do not have unprotected sex. The essure device was not in my right fallopian tube by (healthcare provider) on (B)(6) 2015 (per pfs) (B)(6) 2015 ¿ hysterosalpingogram - successful left tubal occlusion with essure device. The right essure device has fallen out of the patient's fallopian tube and the right fallopian tube is patent. Culture results- nares growth of methicillin- resistant staphylococcus aureus. The growth represents colonization not infection therefore sensitivities will not be performed. Pathology report final diagnosis: right fallopian tube: no pathologic diagnosis. Left fallopian tube: implanted hardware present. Gross description: the proximal end of the bilateral fallopian tubes are present. The left fallopian tube essure device in the lumen. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, palpitations, menorrhagia, genital haemorrhage, dysmenorrhoea, post procedural haematoma, depression, post traumatic stress disorder, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, demographic updated, events added - gastrointestinal or digestive system condition: gerd, acid reflux, onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.